Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: foreign: netherlands. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined that the motor speed was unstable, the width plate holder was loose, and ball plunger was missing from the thickness control lever and the machine head was damaged. The motor, bearings, machined head, thickness control lever and screw were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that at an unknown timing on (B)(6) 2024, the device did not work. There was no harm or delay reported as there was no patient involvement. Diligence is complete. No additional information available is indicated. During device evaluation the dermatome motor speed was unstable. No adverse events were reported as a result of this malfunction.